Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the inter-lock screwdriver was found to be bent pre-operatively. No patient or surgical involvement was reported. This report is for one (1) inter-lock screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part: 03.010.473; lot: 9067755; manufacturing site: (B)(4); release to warehouse date: december 04, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Service and repair evaluation: the customer reported the tip was bent. The repair technician reported the tip of the instrument and attachment were bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Cq device evaluation: investigation flow: damage: visual (appearance not as expected) visual inspection: the screwdriver was received at cq with all components intact. The distal tip of the main body is twisted axially in the direction of resistance from screw insertion. The sliding bar component shows slight deformation and twisting of a distal corner of the distal tip matching with deformation on the main body. Therefore, the sliding bar no longer properly aligns with the main body of the screwdriver. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description as the device is twisted and deformed as reported. Therefore, the complaint is confirmed. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. --sd25/3.5mm hex screwdriver, inter-lock --shaft (component) --sliding bar (component) during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: due to the damage, accurate dimensional inspection of the distal drive feature could not be performed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. However, the condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. Per the technique guide, the sliding bar is to be ¿fully wedged into the screw head recess.¿ conclusion: the complaint condition is confirmed as the distal tip of the main screwdriver shaft and the sliding bar were twisted. The condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.